Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device locked the gauge intermittently. It was further discovered that the locking mechanism was not working properly and the device was not functioning. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due wear of mechanical components from repeated sterilization and use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that the quick coupling device locked the gauge intermittently. During in-house engineering evaluation, it was observed that the locking mechanism was not working properly and the device was not functioning. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.